Manufacturer narrative:
G4:06jan2021. B4:02feb2021. It was stated that the device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user. Customer stated that device was being set up for use when issue occurred and there was a delay in therapy, device was swapped out for another, but no medical intervention provided to patient reported. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse replaced the front bezel to resolve the reported issue. The device successfully passed performance specification testing after the repair was completed and returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Parts were not received, and it was identified that previous investigations have shown liquid ingress is due to the variability of the assembly process causing the reported navigation ring failure.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06jan2021.

Event description:
The customer called into technical support (ts) reporting that the device¿s nav-ring is not moving. The settings on the unit will not stay, and they keep bouncing around. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.

Manufacturer narrative:
G4:29mar2021. B4:18apr2021. It was stated that the device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user. Customer stated that device was being set up for use when issue occurred and there was a delay in therapy, device was swapped out for another, and the customer confirmed there was no medical intervention provided to the patient. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.